Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector in the dn. The cause of the code 204 is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the connector. In addition, during servicing of monitor sn (B)(4), a reportable problem was found. The monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry during testing and damaged multiple components and power supplies on the computer / analog (ca) and defibrillator boards. The root cause of the high voltage deviation cannot be positively identified due to the extensive damage. No adverse event resulted from the defective electrode belt or monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204. In addition, during servicing of the patient's monitor, a reportable problem was found. The monitor would not power on.